Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It has been reported to philips that there was no disc space available to store images. There was no reported patient or user harm. The device was reportedly in clinical use at the time the reported issue occurred. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in diagnostic procedure when the issue occurred, and the procedure got delayed and completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no disk space available for image storage. The same issue occurred previously, and the auto deletion did not resolve the issue. During troubleshooting, the fse found that there was an issue with the ippc. The fse replaced the ippc and hard disk spare parts. The cause of the ippc failure could not be conclusively determined by the supplier's part analysis; however, the replacement of the ippc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.